Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: * were there any patient consequences? --please refer to the event description, other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2024 and suture was used. During the debridement and suturing process for the patient. It was found that the suture was broken. Immediately changed to another one to complete the surgery and the patient was advised to change the dressing regularly after the surgery. There were no adverse patient consequences reported. No further information was provided.